Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A clamp being left open on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient left a clamp open on an unused line, and it was not capped. The technical service representative (tsr) had the patient cycle the power on the hc device to clear the alarm. The tsr reviewed proper procedures with the patient. It was not reported how the patient planned to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.